Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated to 6atm however, it was noted that the balloon burst upon first inflation. The device was removed via the sheath and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.